Event description:
The customer called and reported experiencing high blood glucose of 417 mg/dl. During troubleshooting, it was found there was a gap present in the tubing length. Customer was advised to deliver a prime into the air until air bubbles were no longer visible. The customer stated there was cloudy, milky color in the tubing and the gaps were not moving. The customer was advised insulin should be stored at room temperature to prevent degassing as insulin warms up in the pump. Customer stated insulin was not stored at room temperature. No leaks were found in the tubing. The customer was unable to remove and change infusion set at the time of troubleshooting and stated he felt the issues were relating to the insulin he was using. Customer stated he would change out the infusion set, reservoir, and insulin, and call back if issues were to persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.